Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to defective pressure sensor (cr board) on the main board malfunctioned, causing the front panel display other than the power led to go out. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using the insufflation unit for an unspecified procedure, all leds except the green power button led were off. Despite restarting the insufflation unit many times, this did not resolve the issue. It seems everything disappeared including values such as set pressure. The procedure was completed but it is unspecified if it was with the same set or similar equipment. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.